Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 3 of 3. Reference MFR. Report #s 1627487-2011-00073 and 1627487-2011-00074. The pt was implanted on (B)(6) 2006 with an ipg, two percutaneous leads and two extensions for low back and leg pain. On (B)(6) 2010, it was reported that the pt's stimulation turns off without prompting. In addition, she is said to feel overstimulation in her legs. The pt reports no trauma or falls which could have attributed to this event. An x-ray of the pt's scs sys was taken for further interrogation; however, no visible anomalies were noted. Surgical intervention will be undertaken to rectify this matter.